Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair that the needle got stuck in the expressew iii suture passer w/ hook. The complaint device was received and evaluated. Visual observations reveals that the device is slightly worn, used but in expected condition. In addition, the lower jaw of the passer has been significantly deformed; in consequence, the jaws doesn't close normally contributing to a holding failure. It is not possible to test its functionality since the needle is jammed inside the shaft of the gun. Besides, the needle was broken into the distal end. Therefore, this complaint can be confirmed. The possible root cause for the bent jaw can be related when the device is constantly used that wears away, as this device is reusable, the metal from an excessive of wear begins to lose the shape due to heavy use. In the case for the needle jammed, can be attribute when repeatedly passing the needle through excess tissue causes that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing wear of internal components leading to rough deployment issues. Also, it is a possibility that when the needle was jammed inside the device, it was pulled out from the distal end of the device which broke the needle. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the needle got stuck in the expressew iii suture passer w/ hook. During in-house engineering evaluation, it was determined that the lower jaw on the device was deformed and had a jammed needle inside the shaft of the device and broken at the distal end. Another gun was used to continue with the procedure the procedure was completed with no patient consequences or delay. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.